Manufacturer narrative:
Additional information: h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During gross visual examination, a kinked and looped fiber was observed at approximately 180°, with the ports at 0°, on the cavity ID end. After disassembly of the dialyzer, it was noted that the ends of kinked and looped fiber were potted on the same side; however, the looped fiber looped back down on one end back into the dialyzer housing. Under magnification of 20x, the smaller fiber measured 1.10 mm from the potting surface. There was no other damage or irregularities noted on the returned sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. During the lot history review it was noted that there were three other complaints reported against the lot. All three complaints address internal blood leaks (no samples). The investigation into the complaint was able to confirm the reported event.

Event description:
An inventory manager reported that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. Upon follow-up, the facility administrator (fa) confirmed an internal dialyzer blood leak occurred an hour and a half after the initiation of the patient's hemodialysis treatment. It was reported blood was visually observed within the dialyzer housing. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 250 ml. There was no patient injury or medical intervention required as a result of this event. The patient was not restarted on a machine and did not complete treatment on the day of the reported event. The complaint device was reported to be available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
An inventory manager reported that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. Upon follow-up, the facility administrator (fa) confirmed an internal dialyzer blood leak occurred an hour and a half after the initiation of the patient's hemodialysis treatment. It was reported blood was visually observed within the dialyzer housing. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 250 ml. There was no patient injury or medical intervention required as a result of this event. The patient was not restarted on a machine and did not complete treatment on the day of the reported event. The complaint device was reported to be available for return for physical evaluation by the manufacturer.